Manufacturer narrative:
Device analysis conclusion: at the conclusion of the failure analysis investigation the reported event was not confirmed. Examination of the guide wire revealed some adhered foreign plastic material on the distal half of the guide wire spring tip section. The proximal coils were damaged at the proximal solder bond but remained intact. There was some adhered biological material on the spring tip coils. The plastic material appeared to have come from the lining of an ancillary device used during the procedure, presumably from the exchange catheter, however this could not be confirmed as the original catheter as not returned for analysis. Csi ID: (B)(4).

Manufacturer narrative:
The device history record for the reported device was unable to be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. If the device is returned, or if more information is made available, a follow-up report will be sent. (B)(4).

Event description:
The viperwire was difficult to remove from the exchange catheter. The entire device and wire were removed from the patient and it was noted that a piece of the viperwire had detached. The detached piece appeared to be coating from the viperwire. Additional information was requested but has not been received.